Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified a leak six inches above the middle y-site. The reported condition was verified. The cause of the condition was determined to be human - production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set had a hole in the tubing below the roller clamp which resulted in a fluid leak. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.